Event description:
The customer reported that the monitor did not alarm for a v-tach episode. No pt harm/injury has been alleged.

Manufacturer narrative:
(B)(4). The customer reported that the monitor did not alarm for a v-tach episode. No pt harm/injury has been alleged. Pt harm/injury is possible should the user not be aware of a change in the pt's status outside of the preconfigured pt parameters due to a monitor's failure to alarm. It is expected that the user choose an alternative device if this situation were to occur. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.